Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was unable to be confirmed as no device and/or applicable imagery were provided for evaluation. In this case, available information suggests patient factors (calcification) likely contributed to the event as the event description stated, "the 26mm commander delivery system, which was nearly fully inflated, when the ruptured occurred. The annulus and sinotubular junction (stj) had some calcium with bulky calcified leaflets". The presence of calcification can create a challenging anatomy for balloon inflation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through the edwards field clinical specialist, during implant of a 26mm sapien 3 ultra valve in the aortic position, the commander delivery system balloon was nearly fully inflated when the balloon ruptured. There was no injury to the patient. A bav was not performed. There was no extra volume used in the balloon during valve deployment. The delivery system was discarded at the hospital and will not be returned for evaluation. Per report, the annulus and stj had some calcium with bulky calcified leaflets.